Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. The air detector test was performed. The reported problem was duplicated. The pump failed the air detector test by alarming before 1 pca dose was delivered. The customer damage the air detector and will be replaced.

Event description:
Information received a smiths medical cadd solis vip pump alarms can not start pump as it is indicating air in line. No patient adverse events reported.